Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device check, the implantable cardioverter defibrillator (ICD) had reached recommended replacement time (rrt) early due to premature battery depletion. The ICD was explanted and replaced. Incoming information indicated high right ventricular (rv) lead impedance. The rv lead remains in us. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, impedances hold steady until the date the device was explanted (B)(6) 2016. Lead alerts all occurred on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.